Manufacturer narrative:
The investigation of the suspect device found no signs of melting or burning but the battery contacts and the printed circuit board showed signs of corrosion due to leaked battery acid.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Caller stated that inside the battery compartment there are signs of melting to the battery contacts. No adverse event reported. Returning and replacing meter.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.